Event description:
An attorney reported that on 2/12/94, the subject device ejected from the wall outlet, allegedly striking a woman and resulting in an injury to her left shoulder. The said injury was reported to have necessitated surgery and to have casued impairment and disfigurement. It is unknown whether the injured person was a pt or a clinician.